Event description:
It was reported that implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.